Event description:
It was reported that the patient with this right ventricular (rv) lead had experienced a heart rate around the 20's and it was confirmed that the lead exhibited high impedance and loss of capture. This lead was surgically abandoned and a new lead was placed. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).